Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm, 33cm peek monopolar handle 33cm, it was confirmed that the insulation is compromised. Visible dings and scratches were seen throughout the shaft. The 5mm, 33cm peek monopolar handle 33cm failed the insulscan test. The probable root cause could be user mishandling and or wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.